Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited and alert indicative of shock lead impedance high out of range. The device remains in service. No adverse patient effects were reported.